Event description:
It was reported that: while ventilating a patient, a staff nurse reported problems with the ventilator. The user enter the room and the patient was manually ventilated. Upon entering the room, the user heard an audible alarm and observed that the display screen was flashing on and off. An atypical burning odor and the presence of smoke was reported to be coming from the shaking/ vibrating and was hot to the touch. No patient injury.